Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -5.5/0.50/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. Excessive vault was observed, lens remains implanted. Cause of event is unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: per updated information the lens was explanted on (B)(6) 2022 and the problem resolved. Claim #: (B)(4).